Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Multiple request for return of device have been made but no device has been returned.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when they were firing the clip applier, the distal portion of the clip wasn't closing properly. They opened a second device and continued on successfully. No patient consequences reported. Procedure was prolonged by five minutes.